Manufacturer narrative:
Clarifications to e.1. Name: (B)(6). Phone number: (B)(6). Address: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of an eye infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks with juvéderm voluma® xc. The patient experienced a ¿nodule and inflammation¿ in the cheeks. Prior to the injection, the patient had an eye infection and stopped taking their antibiotics. Symptoms status is unknown.